Event description:
It was reported that a pta balloon was difficult to retract into the introducer sheath after use in a central in-stent stenosis. The entire catheter and sheath were removed as a single unit without incident. Thee was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.